Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc confirmed that it has been 5 years and 11 months since the device was manufactured. Therefore, omsc guessed that the defect of the printed circuit board was caused by aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following: defect of the printed circuit board was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
The device failed to start up. There was no report of patient injury associated with this event.